Event description:
A valiant thoracic stent graft system was inserted for the endovascular treatment of a 2.0 cm diameter dissection and ulcer. It was reported that a valiant thoracic stent graft system was inspected prior to use and it was noticed that there was a small separation between the taper tip and graft cover of the delivery system. The physician felt that it would not be an issue. The physician attempted to insert the stent graft system into the patient's femoral artery but the delivery system would not advance. The delivery system was removed and examined. The physician noticed the graft cover was not completely seated against the tip of the delivery system. The physician attempted to advance the graft cover but the separation would not close. The physician felt that the edge of the graft cover was catching in the patient's external iliac. A percutaneous transluminal angioplasty (pta) of the external iliac was done. There was no injury to the patient because a second device was opened and used as soon as the graft cover met resistance. The second device was inserted into the femoral artery and advanced into the aorta without complications, resolving the event. Case proceeded in normal fashion. The patient tolerated the surgery great and had been discharged from the hospital. Per the physician, the event was related to the device and procedure. No clinical sequelae were reported and the patient is fine. The device was returned for analysis. The event was confirmed; there was small gap between the graft cover and tapered tip. The root cause of the event could not be conclusively determined; however, the gap was within manufacturing specification.

Manufacturer narrative:
(B)(4).